Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was generated when the pump detects a broken force sensor was detected during seating or regular delivery. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.